Event description:
It was reported that when attempting to inflate the catheter balloon, dye was noted to be leaking, the catheter was removed with no pt injury or further complications being reported.